Event description:
During a cataract extraction procedure, bubbles from this handpiece made seeing so difficult that it had to be exchanged for another in order to complete the procedure. This handpiece also exhibited poor aspiration.